Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturer. However, the preloaded insertion system was returned and evaluated. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00v device. The reported particle was also received and inspection was performed on the sample received. A blue fibrous material was submitted for analysis by fourier transform infrared spectroscopy (ftir) in order to identify the foreign material. The particle was analyzed by ftir (fourier transform infrared), spectroscopy results revealed the particle is consistent with a polyethylene. According to the evaluation the particle is not associated to our manufacturing process. Throughout the manufacturing process there are various 100% visual inspections that would have identified and discarded a lens with similar particulate. Manufacturing records were reviewed and the device was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as to date the lens remains implanted, therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the surgeon observed a blue fibrous material with the iol in the patient's eye. The material was removed and the iol was implanted. No patient injury reported. No further information was received.